Manufacturer narrative:
Oxygen concentrator is in possession of plaintiffs' counsel and an inspection is being scheduled. A follow-up report will be submitted.

Event description:
Patient was severely burned in a fire in his home and passed away almost 5 weeks later.